Event description:
The patient developed skin erosion at the neurostimulator site due to weight loss. The entire device system was explanted. Further information has been requested.

Manufacturer narrative:
(B)(4).